Manufacturer narrative:
The reason for revision was the subsidence of the femoral stem after 7 months in vivo. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are six prior complaints against the incident 425-11-010 femoral stem. Only one of these complaints ((B)(4)) is for revision due to subsidence. A definitive root cause for the subsidence of the femoral stem cannot be determined. Several factors not related to the implant that could play a role in subsidence are poor bone condition, fracture of the proximal femur, choice of an inappropriate size implant for patient anatomy, or trauma. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the stem subsiding.

Manufacturer narrative:
Disposed of.